Event description:
An optometrist reported that a pt who underwent bilateral lasik was diagnosed with stage 1 diffuse lamellar keratitis (dlk) in the right eye at the one day postoperative visit. The pt was experiencing foreign body sensation (fbs) in the eye. The topical steroid drops were increased, and the dlk resolved with treatment. In a f/u, the optometrist reported that the pt was seen one week later and the dlk and fbs had resolved. The pt's visual acuity was not affected.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).